Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the pump was not primed light emitting diode (led) illuminated on the cooler heater unit. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr troubleshot and verified that the pressure switch was defective. The fsr removed defective pressure switch, installed new pressure switch and performed functional testing. Preventive maintenance was completed and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.